Event description:
It was reported that the patient received inappropriate therapy due to oversensing on the right ventricular (rv) lead. The lead was oversensing both atrial and ventricular events. The lead also had no pacing at maximum output. It was determined that the rv lead had dislodged from the septal wall and was pulled back to tricuspid valve area. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; 4196 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).